Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via clinical trial that they had device deficiency. The customer¿s blood glucose level was unknown at the time of the event. It was reported that the device deficiency with tubing bent. The devices will not be returned for analysis.